Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell on the ice and reported that they dislocated their shoulder and has new left sided flank pain and felt like the battery was ¿moving in their side¿. The patient called their physician¿s office and was directed to see the manufacturer representative (rep) for follow up regarding connectivity and impedance check. The patient was met with in the physician¿s office and connectivity and impedances were checked with all electrodes within range. The patient requested that I not change their programming due to liking their current settings and the pain control that they achieve using the device. The patient was met with at the request of the physician to check the impedances and connectivity that were discussed earlier; all within range. There is no other follow up at this time. Issue is currently resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.